Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive when the customer was attempting to enter the new transmitter ID. There was no information provided regarding the customer's blood glucose level. Reportedly, the customer placed the pump in storage mode. Tandem technical support (cts) instructed the customer to connect the pump to a power source to turn the pump back on. The customer was able to turn the pump back on and was able to toggle the abc portion of the screen. Customer successfully entered the transmitter ID and resumed back on the pump successfully.